Event description:
It was reported the device's recirculating fluid was leaking into the infusion fluid. No patient injury reported.

Manufacturer narrative:
Additional information obtained on 2022-02-03. One hour after the start of the surgery, blood transfusion administration was started using this device. About 10 minutes later, the high temperature alarm of hotline hl-90 was activated, so the power of the system was turned off. Customer checked the unit and the disposable circuit and found the circulating water route for heating turned to red color and bubbles were generated. After the surgery, the patient was monitored in ICU for observation, but there was no change in vitals during and after the surgery3. Patient was transferred to the general ward the next day. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Pictures attached: as part of investigation (B)(4) five images were provided. Visual inspection results based on picture: based on image provided, leakage can be confirmed, however it?s visible that water got mix with blood inside tube. Therefore, failure mode can be confirmed. Samples received: one (1) sample unit were received at smiths mtij with its original package opened from p/n l-70 with lot number 4152164 reported in complaint. Visual inspection: the samples were visually inspected at a distance of 12? Under normal lighting to received unit, see images below. Results for visual inspection in sample provided: no marks or stains were observed on tube surface, neither on reflux connector or swivel connector. It was observed a missing connection between assembly connector hl, swivel return p/n 01-447, and tube p/n 00-166-96. Results for functional test in sample provided: based on manufacturing procedure mp l-70 rev.117 and failure mode reported, we performed a leakage test on sample provided, in order to verify if leakage can be confirmed which can be caused by cracking on luer connector detected previously in visual inspection, after test was performed to the piece, samples doesnt pass successfully leakage test. Conclusions: based on the leak test results, the reported nonconformance is confirmed. Based on the analysis on sample provided, root cause is lack of solvent by not followed to procedure manufacturing procedure mp l-70 rev.117 the cause of the reported problem was traced to the manufacturing process.